Manufacturer narrative:
The reason for reoperation is cellulitis and infection. The events of cellulitis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side infection and cellulitis. Device remains implanted.